Manufacturer narrative:
No button error alarm noted. Intermittent up arrow button due to moisture damage on keypad trace. Unit had cracked belt clip slot, broken reservoir tube lip and minor scratched lcd window.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.